Event description:
During testing, it was reported that the therapy connector pin was pushed in. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistant and the therapy connector part number info to repair the device.